Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was opened, it was reported that the tip broke off of the stent. The stent was easily removed from the stent tray and no damage was noticed to the stent packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine".

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was opened, it was reported that the tip broke off of the stent. The stent was easily removed from the stent tray and no damage was noticed to the stent packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
(B)(4) - detachment of device or device component.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that approximately 2 cm of the pigtail end of the stent was detached, and the suture was not returned. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opening the packaging.